Event description:
It was reported that a pump was alarming no disposable clamp tubing. The pump was silenced, the settings were reviewed, and the clamp was closed. The cassette was removed, gently tapped with massaging of tubing to disperse air bubbles in the line. Replaced cassette and opened clamp. Started the pump and it was running. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 22-feb-2010.